Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4): the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. On (B) (6) 2010, the battery voltage with telemetry was 2.59v and the daily measurement was 2.93v.

Event description:
It was reported that the average battery voltage was 2.94 volts. Real time battery voltage was 2.59, which shows a discrepancy in the real time tests and what the battery actually reads. The device was later reported to have reached elective replacement indicator early. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Event description:
It was reported that the average battery voltage was 2.94 volts. Real time battery voltage was 2.59, which shows a discrepancy in the real time tests and what the battery actually reads. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis of the device memory found the eri (elective replacement indicator) is the result of high internal battery resistance. This device is part of the field action and has tested consistent with the field action. Performance data collected from the device and have analyzed the data. On (B)(6) 2010, the battery voltage with telemetry was 2.59v and the daily measurement was 2.93v.